Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error and a motor error. The blood glucose reading was 150 mg/dl. Prior to the event, the patient stated that the device was in her bra. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to test basic occlusion, occlusion, prime and excessive no delivery test due to the unresponsive buttons. Unable to verify the motor error alarm due to no button response. However, the motor passed the motor test. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.